Event description:
It was reported that the patient was experiencing inadequate pain relief and the leads had migrated. The patient underwent a ipg explant procedure. No further information has been obtained.